Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that an unspecified bd device was found to be damaged and experienced component separation during use. The following was reported by the initial reporter: "doctor is experiencing incidents with the separation of the luer lock spin collar area. In addition the nurse manager in pediatrics is having cracks etc on a daily basis". H6: investigation summary: the customer reported separations at the luer lock spin collar, and returned a photo of the incident. The sample was clearly separated at the luer lock spin collar and the complaint is verified. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation of the physical sample.

Event description:
It was reported that an unspecified bd device was found to be damaged and experienced component separation during use. The following was reported by the initial reporter: "doctor is experiencing incidents with the separation of the luer lock spin collar area. In addition the nurse manager in pediatrics is having cracks etc on a daily basis".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd device was found to be damaged and experienced component separation during use. The following was reported by the initial reporter: "in addition we reported to you that the nurse manager in pediatrics reported to hds team that they are having cracks etc on a daily basis¿ I have asked (B)(6) to work with alex to get that filed. (B)(4). I am so sorry for the delay¿I was out all last week with both my kiddos being sick! The incidents have been reported to our supply people who were tracking all of them and were supposed to be reporting and meeting with bd reps¿so that information should of already been sent. I have attached a picture of one our incidents which when they occur they are all breaking at the same luer lock collar area. Let me know if they need any other info from me¿if not goley would be the best person to get all the info from as she has been collecting the info from all the different areas. Hi isd team, (B)(6) is experiencing incidents with the separation of the luer lock spin collar area. Please send me the ack letter."